Event description:
Revision surgery - due to loosening and instability.

Manufacturer narrative:
Complaint has been evaluated and is similar to report number 1644408-2024-00543; 940-02-50e, s810 - device loosening, s814 - stability, poor joint, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.